Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The customer reports the hub of the dilator snapped off and the body remained in patient. No patient harm was noted on this case. No additional information available.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.